Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's disease and movement disorders. It was reported that a month or two ago the patient experienced a change in therapy such that there was a sudden onset of a difficulty walking. The patient was redirected to the health care provider (hcp). It was later reported that the patient thought there was something wrong with the device as he was limping and felt like he may fall. It was then stated that the issue began occurring in the past couple of days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.